Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 17.1 mmol/l (307.8 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed a 6 unit correction was given.